Manufacturer narrative:
An arjo technician during an on-site visit inspected the device and confirmed the reported failure of the backrest hinge breakage. There were no other damages observed. The bed was repaired by the replacement of the damaged components and proper functionality was confirmed during testing. To sum up, there was a patient on the bed when the hinge broke and the backrest lowered unexpectedly to one side. The enterprise 8000 bed did not meet the specification during the event. The complaint was decided to be reportable due to the backrest hinge breakage during use with the patient that resulted in the lowering of the backrest section.

Event description:
Following information reported, one of the enterprise 8000 backrest hinges broke into two pieces causing the head section to be lowered on one side. The backrest could not be adjusted to the position suitable for feeding the patient. No injury was reported.